Event description:
Retractor/elevator. Procedure: robotic assisted bilateral salpingo-oophorectomy (bso) and mini laparotomy. Following the abdominal closure, doctor removed the uterine manipulator (v-care medium, ref# 60-6085-201a, lot# 201910281, exp 10/27/2021). As she was removing it, the balloon from v-care was missing from the device. Doctor spent about 15 minutes searching for the balloon in the uterus with instrumentation, while the or team helped search by inspecting the device and the floor. The balloon was found and retrieved from the uterus.